Manufacturer narrative:
On (B)(6) 2015, a6 was sent to the machine for treatment, during which the collimator angle was reported to have moved out of tolerance and the linac did not terminate the beam. The collimator moved 2.11degrees from 0degrees during treatment. Machine and tx event logs confirmed field a6 was entered for treatment and terminated after 13.6 mu was delivered. A review of log files and data by elekta did not identify any evidence of mistreatment or collimator movement, and no evidence of the error was able to be found. A review of the tolerance values (in accordance with doc ID (B)(4) tolerance values) confirms for the collimator angle, the static tolerance is set at 0.5degrees and the dynamic tolerance at 3.0degrees. A review of the data provided by the customer confirmed the therapy in use at the time was static therapy and therefore the 0.5degree tolerance applies. Based on the log files and data provided by the hospital, no evidence of mistreatment or collimator movement was identified, no evidence of the error was able to be found. Therefore the root cause was unable to be determined and no corrective or preventative actions can be implemented in this instance.

Manufacturer narrative:
The manufacturer's investigation is ongoing. Further information will be provided in the next report.

Event description:
It was reported that the collimator moved out of tolerance during an imrt treatment. There was no further information available on whether a mistreatment occurred.